Event description:
During an MRI scan, it was reported that a pt over-infusion occurred. The infusion was running at approximately 60 ml/hr. The pt was receiving amiodarone at this time. The pump's air-in-line alarm alerted the operator that the fluid container was empty. At the time of the event, the 1055 by-pass infusion set was used with the pump, but this had been discarded following the event. The pt became hypotensive and bradycardic during the event without any problems. No pt injury resulted from this event.

Manufacturer narrative:
Examination of the pump by the customer indicated it operated normally and performed to specification. No problems were found with the pump that could explain the reported event. The infusion set used in this event were discarded following the event, and were not available for examination. The operator of the 1055 bypass infusion set was reviewed with the hospital's biomedical engineer, and he indicated the cause of this report was the user was not using the 1055 set properly. Failure to clamp off the alaris set when the 1055 set is used can result in excess flow to the pt. This is addressed in the mridium pump operator's manual and 1055 infusion set instructions. Based on the available information, the probable cause of this event was the failure of the operator to close off the alaris main infusion line freeflow preventer during the infusion in the MRI magnet room. The user instructions for the use of the iradimed corporation 1055 bypass infusion set include specific statement to have the user ensure the main hospital infusion set/line is clamped closed during use of the 1055 set. This is included in both the operator's manual, and the 1055 infusion set's pouch instruction. Additional in-service training is being scheduled in response to the request of the hospital's risk manager. No further action is considered necessary at this time.